Manufacturer narrative:
Additional information: g3, h3, h6 correction: d4(unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached. The reload was noted to have a broken reload adapter. Functionally, the blue unload switch could be fully depressed. Damage was found to the tip of the firing rod. This damage is indicative of a disconnection between the reload laminates and the firing rod. The signia adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. The signia adapter had 44 of 50 procedures remaining. An representative reload was then able to be loaded and unloaded onto the adapter without difficulty. The adapter was connected to an representative clamshell and an representative signia handle running v29.6 software. The device calibrated correctly. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that it was difficult to retract knife blade and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation mechanism not in home position. Functionally, the reload could be removed from the adapter after centering the signia adapter articulation mechanism. The representative reload was attached to the adapter and was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4h1226), sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic hartmann procedure, in rectal resection, a stent was placed on the rectum. The user then fired the powered stapler until the end and a noise was heard during this. Additionally, the knife could not be returned and the jaws of the device could not be opened. The leaf spring inside the cartridge fork was distorted. The surgeon pressed the green button after forced termination for 10 seconds, detached the adapter from the power handle, reconnected, tried all releases using other power handle connections, and the adapter tool, but the knife still did not return. To resolve the issue, the oral and anal sides of the cartridge were resected using another manufacturer's shear. A small laparotomy was performed on the 12 mm port in the lower right abdomen to remove the reload, standard adapter, and port as a whole. It was then closed using a suturing with laparoscopy. The issue resulted in an approximately two-hour surgical time extension.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hartmann procedure with planned to create a temporary covering stoma, in rectal resection, a stent was placed on the rectum. The user then fired the powered stapler until the end and a strange noise was heard during this. Additionally, the knife could not be returned and the jaws of the device could not be opened. The leaf spring inside the cartridge fork was distorted. The surgeon pressed the green button after forced termination for 10 seconds, detached the adapter from the power handle, reconnected, tried all releases using other power handle connections, and the adapter tool, but the knife still did not return. To resolve the issue, the oral and anal sides of the cartridge were resected using another manufacturer's shear. A small laparotomy was performed on the 12 mm port in the lower right abdomen to remove the reload, standard adapter, and port as a whole. It was then closed using a suturing with laparoscopy. The issue resulted in an approximately two-hour surgical time extension.